Event description:
Event description cpi received information that the physician was dissatisfied with the longevity of this implantable cardioverter defibrillator (ICD). The device was explanted and replaced without incident.